Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 11 years 9 months post implant of this 27mm aortic bioprosthetic valve, it was replaced valve-in-valve with a 29mm aortic transcatheter valve due to "pure" aortic insufficiency. No additional adverse patient effects were reported.